Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported a tech at the site stated that, at some point during the procedure the patient reference frame moved. It is unclear exactly when this may have occurred. (B)(4) 2015 - software investigation determined the frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. They were accurate superficially, however, when the surgeon navigated deeper, alleged being 5 millimeters inaccurate. The surgeon was in the left sinus and the tip of the probe was showing up 5 millimeters medially. The patient was re-registered with a new tracer pattern. This was deemed to be a good tracer but did not include any anatomy more posterior than the brow line. In trouble-shooting, a medtronic representative made recommendations to the surgeon to include anatomy on the temples and above the ears. Tracer was used a second time, however, the recommended temple and areas above the ears were not included in the second attempt. Taking into consideration the patient size and loose skin, a pointmerge registration was suggested. The surgeon said they did not have time to do the pointmerge and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.